Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following was received by the initial reporter: I have another blocking needle for you.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following was received by the initial reporter: I have another blocking needle for you.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-oct-2023. H6: investigation summary customer returned (1) 32ga x 4mm loose pen needle. It was reported by the consumer (I have another blocking needle. The needle was visually inspected and was observed npe cannula bent. Flow test was not possible because of the npe cannula bent. Most likely the customer indicated issue was because the needles bent npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm bent npe cannula. Root cause cannot be determined since the samples were returned open.